Event description:
It was reported a pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 30 mm watchman laa closure device was successfully implanted. There was no evidence of pericardial effusion. A few hours post procedure the patient had some shortness of breath and a pericardial effusion was observed. Pericardiocentesis was performed. The patient was stable. There were no further complications. The patient was ok and was discharged home.